Event description:
Broken femur condyle after ca 7 years. The break is shortly behind the anterior peg in the coronal plane.

Manufacturer narrative:
We exclude a medical device failure. The quality documentation corresponds without specifications and the metallographical investigations show no material failure. We assume that an inhomogeneous bone cement coat at the anterior implant part leads under burden (flexion of knee) to micro movements. Due to the fact that the implant is also fixed to the bone by two pins, tension appears and finally leads to the implant breakage. This event occurred outside of the united states and involved a product that was manufactured outside of the united states. However, because the link mitus endi-model also is marketed in the united states. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.